Event description:
It was reported that the cot tipped to the side while unloading a patient. One of the medics suffered a tear in her shoulder from trying to keep the cot level and requires surgery. The patient did not suffer any adverse consequences.

Manufacturer narrative:
The device was evaluated, repaired and returned to service.

Event description:
It was reported that the cot tipped to the side while unloading a patient. One of the medics suffered a tear in her shoulder from trying to keep the cot level and requires surgery. The patient did not suffer any adverse consequences.